Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation: the manipulator was returned for failure analysis, and the reported failure (error 23025 along axis 1) was able to be reproduced during calibration (via matlab). The axis 1 motor will be replaced as a fix. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer received a recoverable fault that they were able to clear. However the fault returned a few minutes later. Onsite logs were reviewed and error 23025 was identified on the 2nd surgeon side console (ssc) right manipulator (customer was set up with dual consoles on this system). The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting with the customer but the issue persisted. The customer disabled the manipulator and moved to the second ssc to continue the procedure. The procedure was completed with no reported injury. A field service engineer (fse) was dispatched to the site for additional troubleshooting. The fse found error 23025 on the right manipulator and replaced the manipulator to resolve the issue. After the component was replaced, the system started without error. The system was tested and verified as ready for use.